Event description:
It was reported that during the implant procedure, high, out of range, lead impedance was observed. The lead was not implanted and was successfully replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.